Manufacturer narrative:
Findings: unit received with blank display due to broken b1 solder joint on I/bd. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack on the battery compartment or on the reservoir compartment. No additional information provided.